Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury previously. Device issue: shaft separation. It was reported that the target lesion was the mid cx. While advancing the promus stent delivery system (sds) into another company's guide catheter the shaft of the sds separated toward the distal end. There were no reported pt effects. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Result - product performance engineering was unable to perform an evaluation at the time of this report. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen and on the balloon. There was no contrast visible. The stent implant was stationary on the balloon in between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube was separated 19 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. The hypotube jacket was separated at the same location. The material at the separation was stretched and jagged. There were multiple kinks in the shaft, for a length of 17.5 cm distal to the guide wire exit notch. There were two kinks in the hypotube 15.5 cm and 18 cm distal to the strain relief tubing. There were multiple kinks in the hypotube for a length of 40 cm distal to the hypotube separation. There was no other damage noted to the sds. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.